Manufacturer narrative:
Device evaluated by simulated use testing and confirmed reported issue. Further evaluation revealed the vacuum sleeve had failed.

Event description:
The probe was inserted into the renal tumor. The freeze cycle was started. After approximately 2 minutes, ice was seen forming on the shaft. The probe was thawed immediately and removed from the patient. It was replaced by a 2.4l cryo probe. The case was then completed.